Event description:
The customer reported the device shuts down on battery power during shift check.

Manufacturer narrative:
(B)(4). The customer reported the device shuts down on battery power during shift check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.